Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer rails broken. A field service engineer replaced rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer rails broken. The customer reported that they used other pyxis to find medications for patients and there was no harm or delay in retrieval medication. There were no adverse events or injuries reported based on this event.